Manufacturer narrative:
Results of device history record review indicated that prod met specifications. Visual examination shows damaged hex features and threads indicating the closure top had been engaged with a driver. The investigation concluded the cause was incorrect placement of a driver by the user.

Event description:
In 2008, the sales rep reported that the returned closure tops were excess prod for return. Upon visual examination of the closure tops four days later, it was identified that the closure tops were damaged on the hex and threads. This malfunction has been resulted in intervention in the past. There was no report of pt contact related to the event.